Event description:
There was an allegation of questionable results while using the eplex blood culture identification gram negative (bcid-gn) panel on the gm eplex base analyzer.the eplex result was bacterioidies fragilis and escherichia coli nucleic acids detected.the culture result was citrobacter freundii complex in the aerobic and anaerobic bottles. Escherichia coli, bacteriodies fragilis, bacterioides thetaiotamicro group, and clostridium innocuumin in the anaerobic bottle. Pseudomonas stutzeri in the aerobic bottle.

Manufacturer narrative:
The gm eplex base serial number was (B)(6).the investigation is ongoing.